Event description:
On (B)(6) 2012, the patient was admitted in the hospital because of a muscle twitching. It was then observed that the programmed settings (ddi, 5v/0.5ms, unipolar) were from the previous follow up performed on (B)(6) 2011 (ddd, 3v/0.35ms, unipolar). However, it was found that a follow up was performed on (B)(6) 2011, and the parameters at that time were the same as on (B)(6) 2012. Reportedly, the programmed settings could have been modified during the follow-up performed on (B)(6) 2011. A confirmation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Device code: unexplained programming change. Analysis is pending.